Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6)2022. During procedure, it was found that the left ventricular (lv) lead exhibited high pacing impedance. The lv lead was not implanted. Patient condition was stable.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A full lead was returned in one piece for analysis. Electrical testing, insertion testing, dimensional analysis, visual and x-ray inspections were normal with no anomalies found.